Event description:
Related manufacturer reference number: 2017865-2022-07625. It was reported that the patient presented for a routine generator change-out. During the procedure, it was observed that the right ventricular (rv) lead could not be disconnected from the pacemaker's header. The pacemaker and rv lead were explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
The lead was returned due to a failure to remove lead from header during pacemaker replacement. As received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination found damage to the lead body consistent with occurring at time of procedure. Dimensional analysis of the is-1 connector region was performed and found the connector pin, connector ring and connector boot to be within specification, while the front seal was found to be out of specification.

Event description:
New information indicates that there were no patient consequences.